Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) discussed trending stable within range and occasionally increases to greater than 125 ohms. Ts recommended increasing out of range limit and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.